Event description:
It was reported that a physician was attempting to direct stent a 3.0mm diameter x 26mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a mid-lesion in the lad with 75% stenosis and tortuosity. It was reported the stent got stuck to the lesion and the delivery device kinked at the same time. When the stent was removed from the patient, it was noticed that the stent struts were protruding in the mid-section. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was positioned between the marker bands as per specifications. The 10th and 11th distal segments were raised and deformed. The distal tip was damaged.

Manufacturer narrative:
Results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology- tortuosity at lesion). Failure to follow instructions (direct stenting). Conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology- tortuosity at lesion). User error contributed to event (direct stenting). (B)(4).